Event description:
Baxter affiliate in france reports leak in cassette of homechoice during use of apd therapy. Incident occurred 2-3 hours after start of therapy. The device alarmed and then pt realized fluid was leaking behind the front door of homechoice device. Treatment was discontinued and new supplies set up prophylactic antibiotics were administered. Per affiliate, no pt injury resulted.